Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had been experiencing muscle cramps and pain in the buttocks. Sometimes there was a stabbing pain in the buttock area. This began about a month prior to the report. The patient met with a manufacturing representative for an adjustment and she ¿tweaked it and managed to get it right.¿ the patient had a normal reprogramming session about a month prior to the report. The issues began sometime after the after the reprogramming, but it was not clear when exactly this occurred. The patient was prescribed pain medication. It was the health care professional¿s (hcp) medical opinion that the patient had a stroke after implant. It was further reported that the patient never had therapeutic effect. The patient¿s trial went well with no problems and she only took 1 pain pill the entire trial. The patient¿s implantable neurostimulator (ins) therapy had not helped her pain since implant and she was taking the same pain pills as prior to the implant. They had adjusted it, but that hadn¿t worked. An x-ray was scheduled. Interventions and patient outcome were not provided. Additional information was requested, but was not available at this time. If follow up information is received, a supplemental report will be sent.

Event description:
Additional information received reported the patient never had therapeutic effect following implant. The patient was having an MRI r elated to the implant. The patient was still in pain and doing an MRI because of it. The back pain started and the patient reported it never went away.

Event description:
Additional information received from the patient reported her healthcare provider (hcp) told her she needed another system but it was denied. The patient was still having back pain that their device was supposed to help with, but it had not helped with their back pain since implant.

Event description:
Additional information received reported that the patient was having back surgery to repair "some bone discs." The patient noted that the device had not been taking care of the pain since it was put in." The patient had reprogramming a bunch of times and currently felt stimulation, but they felt it in the low back but it was not taking care of the pain. No falls or trauma were reported. The patient was not sure if the health care professional (hcp) would be using electrocautery. If additional information is received, a supplemental report will be sent.

Event description:
Additional information received reported the patient had not used the ins since around (B)(6) 2015, since it was not working/helping. The patient inquired if there were any concerns to leave implanted system inside body. Considerations were reviewed. It was recommended the patient discuss further with the hcp, in particular regarding explant or leaving system in place.

Event description:
Additional information received reported that the patient had a chest x-ray was performed to make sure that the leads were in proper place and it was determined that ¿everything seemed to be in order.¿ the patient was crying, in extreme pain, was feeling ¿strange feelings in the buttocks¿ and was overall uncomfortable. This began about a month prior to the report.